Event description:
Diabetes center staff member reported customer had treated based on readings from meter that was set to the incorrect unit of measure for an unspecified period of time. The customer mis-dosed and was hospitalized. Customer had heart complications. Further details related to the event are not available from the center. After the event, customer's dosage was decreased at a doctor's recommendation.